Manufacturer narrative:
Evaluation narrative - one fast-fix 360 curved needle delivery systems was returned for evaluation. Only the insertion device was returned no suture or ts. Needle is bent dramatically in two directions. The device was functionally tested for proper actuator advancement and cycling and was found not to function due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the curved fast-fix 360 device trigger would not move back to deploy t2 during an unknown procedure. There was a reported short delay of less than 30 minutes, and no patient injury was reported.